Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Based off of similar complaints it is suspected that the rotator may separate at the bond between the collar and the housing. The customer did not specify if this was the initial use of the device. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Eval method: eval based off of similar complaints, device history record was reviewed, complaint database was reviewed.

Event description:
The rotator broke during an angiogram procedure. Injector settings: 20 ml/sec for a total of 30 ml. The customer did not know at what pressure the device failed. The customer reported that this occurred four times. No harm or injury was reported. This is one of four reports for this complaint: 1721504-2011-00161, 1721504-2011-00163, 1721504-2011-00164.